Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the pt disconnected her transfer set from the pt line of the homechoice set without pausing therapy. The pt then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.

Manufacturer narrative:
The home pt's nurse has agreed to review proper procedure with the home pt.